Manufacturer narrative:
Correction: this report type should have been reported as malfunction rather than serious injury, which is corrected in this report. Correction : this should have been product problem and not adverse event, which is corrected in this report. Correction : other serious should not have been checked off in the initial report.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the wireless software update was performed clearing the elective replacement indicator (eri) message. The device is providing therapy.